Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints in this lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that prior to an intraocular lens (iol) implant procedure the iol was broken. There was also a scratch in the optical part of the iol. This issue had been detected in the cartridge before implantation. The surgery was completed with a different iol. Additional information was provided by a manager, that a small groove in the center of the iol was noted after unfolding in the anterior chamber. The incision was extended and iol removed. Another iol (same type and power) was implanted.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. The customer indicated the use of a qualified cartridge, a non-qualified handpiece, and a non-qualified viscoelastic. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the directions for use (dfu). The file indicates the use of a handpiece that is not qualified for the lens/cartridge combination used and the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. Information in the file indicated that a bent plunger on the handpiece may have caused the haptic damage.